Event description:
Consumer reported receiving second degree burns to his back while using the heating pad. He was laying on the heating pad at the time the burn was received and fell asleep. Using a heating pad in this manner is contrary to proper use instructions.